Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Unexpected restart, excessive no delivery test, and occlusion test were not preformed due to motor error alarms. The following cosmetic damage was noted: cracked case at the display window, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call, she was attempting to change her incision set. She was able to rewind the device but when she was attempting to fill the cannula the device alarmed motor error during prime. Customer didn't know her blood glucose level. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.